Event description:
Info was rec'd from an intl distributor that their customer reported the ventilator went vent inop and alarmed while in use on a pt. The customer reported there was no pt harm. Vent inop, when in use, will stop providing ventilatory support to the pt. The respironics svc tech reported he was able to duplicate the reported problem. The blower and blower motor controller pcb were replaced to correct the problem. Performance verification testing was performed and all testing passed.

Manufacturer narrative:
Na